Manufacturer narrative:
This report is being filed to correct b5: describe event or problem. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedance. The shock impedances had initially risen since the implant procedure. A review by technical services (ts) showed that it had been gradual rising. Ts recommended monitoring the rv. This rv remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedance. The shock impedances had initial raised since implant procedure. Technical services (ts) and it shows that it has been gradual rising up and down. Ts recommended monitoring the rv. This rv remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct b5: describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedance. The shock impedances had initially risen since the implant procedure. A review by technical services (ts) showed that it had been gradual rising. Ts recommended monitoring the rv. This rv remains in service. No additional adverse patient effects were reported.